Manufacturer narrative:
Sample was returned in a ziploc type biohazard bag. The bur tip was not included. No original packaging or labeling was returned. The sample was bloody. When examined under 20x magnification, soft tissue was observed around the outer shaft opening. The sample was sent to the failure analysis lab for further analysis of the material failure. That report is attached. Sample was disposed of by failure analysis lab following testing and examination. (B)(6) lab results: there was one curved bur returned without the cutting head attached. The bur head became dislodged from the wire at the weld location. In this case, the cutting head came dislodged from the bur wire during surgery. There are no indications that these parts have been damaged or that they had any manufacturing defects. This product has failed due to the application of a rotational force beyond the yield strength of the weld area, leading to rotational shear failure of the bur-head.

Manufacturer narrative:
Voluntary medwatch # (B)(4). This product was being used for treatment, not diagnosis. This device was out of specification in an "as received condition". The information reasonably suggests that a device in question has malfunctioned as defined by the FDA and a review of the complaint history indicates that this product issue has resulted in an adverse event in the past and therefore is likely to cause or contribute serious injury if this event were to recur, therefore, this event is being filed as a adverse event/product problem. Device analysis: there are no indications that these parts have been damaged or that they had any manufacturing defects. This product has failed due to the application of a rotational force beyond the yield strength of the weld area, leading to rotational shear failure of the bur-head. Device description: the integrated power console (ipc) system is a powered microdebrider, drill and saw system that will remove soft tissue, hard tissue, and bone during surgical procedures. The system consists of a touchscreen/user interface, power control console, footswitch, connection cables, and assorted handpieces to drive various burs, blades, drills, rasps, cannulae, and saws. It includes integrated irrigation pumps for irrigation of blades, burs and for motor coolant. In addition to the handpieces and pumps there is a connection for continuous stimulation of the visao straight burs that enables nerve integrity monitoring during surgical procedures. The system can be used to clear the end of a rigid rod endoscope in order to maintain good visualization of endoscopic procedures without having to remove the scope from the surgical site. The ipc is indicated for the incision / cutting, removal, drilling, and sawing of soft and hard tissue and bone, in head <(>&<)> neck / ent, oral / maxillofacial, and plastic / reconstructive / aesthetic, surgical procedures.

Event description:
It was reported by a voluntary medwatch that during a scheduled left cochlear implant, the "tip of drill bit broke off in patient while being used. Xray taken and read as negative. Area was thoroughly suctioned. Physician feels that bit was cleared with suction." There was no reported patient impact.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.